Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that after 190 minutes of treatment, the machine alarmed with a blood leak alarm. The outflow of solution was stained. The patient¿s treatment was ended and the patient disconnected. The patient was restarted on a new machine. The patient experienced approximately 50ml blood loss. The sample is available for evaluation. Additional information received confirmed that the reported blood leak was an internal leak that was visually observed in the drainpipe. It was noted that the shunt door for the dialysate line was lifted. The treatment was disconnected per doctors decision. The patient¿s treatment completed with no issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Correction provided in d9 and h3.

Event description:
It was reported that after 190 minutes of treatment, the machine alarmed with a blood leak alarm. The outflow of solution was stained. The patient¿s treatment was ended and the patient disconnected. The patient was restarted on a new machine. The patient experienced approximately 50ml blood loss. The sample is available for evaluation. Additional information received confirmed that the reported blood leak was an internal leak that was visually observed in the drainpipe. It was noted that the shunt door for the dialysate line was lifted. The treatment was disconnected per doctors decision. The patient¿s treatment completed with no issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Event description:
It was reported that after 190 minutes of treatment, the machine alarmed with a blood leak alarm. The outflow of solution was stained. The patient¿s treatment was ended and the patient disconnected. The patient was restarted on a new machine. The patient experienced approximately 50ml blood loss. The sample is available for evaluation. Additional information received confirmed that the reported blood leak was an internal leak that was visually observed in the drainpipe. It was noted that the shunt door for the dialysate line was lifted. The treatment was disconnected per doctors decision. The patient¿s treatment completed with no issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. One used sample was received from the customer. Visual examination and a tightness test of the sample didn´t confirm the reported failure. Although our dialyzers are 100% tested for leaks with bubble-point testing during sterilization leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.